Event description:
It was reported that the device gave the "replace batteries" message and was not available for use during a pt event. A male pt had an unwitnessed collapse and his wife contacted emergency personnel and initiated CPR. The emt's that arrived on the scene reported that the installed batteries were "bad" and there was 39 seconds of delay until the batteries were replaced and the device use resumed. The pt was transported to the hospital where he was pronounced deceased. There were no further details on the event and/or the pt provided. A clinical review of the reported event by physio-control determined that the device use did not contribute to the pt's outcome, as the event record pt ECG showed asystole and defibrillation was not indicated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause for the reported issue could not be determined.